Manufacturer narrative:
(B)(4).claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+2.0/152 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the problem was resolved with the implant of the replacement lens. Claim # (B)(4).